Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area and balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Through lumen was occluded with clotted blood, it could not be cleared, blood resides were visible at the hub. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter (see specification table)". The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this fogarty catheter burst. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Based on engineering investigation, a product risk assessment was performed to address the condition of broken balloon with fragmentation for thru-lumen fogarty catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
We were further informed that the event date is (B)(6) 2021. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.